Manufacturer narrative:
No product has been returned at this time. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported the customer receiving divergence readings with the use of the adc freestyle libre sensor. It was further reported that on (B)(6) 2018, the customer experienced unspecified hypoglycemia symptoms and was taken to the hospital where he/she was admitted for an unspecified number of days. The customer was diagnosed with hypoglycemia and treated with glucose (type/dose unknown) and no further treatment information was provided. A sensor scan of 60 mg/dl was received compared to a reading of 120 mg/dl obtained on a built-in meter. It is unknown when the readings were obtained in relation to the date of the medical event. There was no report of death or permanent impairment associated with this event.